Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance of less than 200 ohms. Additionally, there was noise, oversensing, and pacing inhibition on the rv lead and the pacing thresholds were high. There was no asystole noted. The lead was examined under fluoroscopy and no noticeable lead damage was seen. A lead revision procedure was scheduled. During the procedure the rv lead was tested on the pacing system analyzer (psa) and the low out-of-range impedance and high thresholds were duplicated. The rv lead was capped and replaced. No additional adverse patient effects were reported.